Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been (B)(4) other event reported for the reported manufacturing lot visual inspection: the received device showed wear and degradation of the santoprene handle. No fluid was observed coming from the device. See the attached picture. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Fluid is expressed from handle when squeezed.

Event description:
Fluid is expressed from handle when squeezed.